Event description:
It was reported to boston scientific corporation that a flexima biliary stent was scheduled to be implanted during a procedure on (B)(6) 2024. During the procedure, the stent could not be implanted because the suture had detached from the stent. The device was removed, and another flexima biliary stent was used to successfully complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The user did not follow the IFU. Note: this complaint has been deemed MDR based on the investigation finding which revealed a guide catheter break. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter city: (B)(6) prefecture reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable investigation result of guide catheter break. Block h11: the flexima biliary stent was received for analysis. A visual inspection revealed that the guide catheter was kinked and detached, and the push catheter's suture hole was torn; the suture was not returned. No other damage was observed on the delivery system. Product analysis confirmed the reported events of stent failure to deploy and suture break. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. It was reported that the guidewire was inside the patient during the attempted deployment. However, the IFU states, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The guide catheter likely became kinked due to the force applied when it was perceived that the stent was not deploying. This may have occurred due to improper adherence to the instructions for use or complications arising during the procedure, which rendered the guide catheter unable to withstand the applied pressure, ultimately leading to its detachment. If the stent deployment issue was caused by the guidewire not being fully retracted, the force exerted during the deployment attempt may have torn the push catheter's suture hole. This excessive pressure likely contributed to the detachment of the suture. Therefore, a review and analysis of all available information indicated the most probable cause failure to follow instructions.